Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right atrial (ra) lead exhibited noise, oversensing, inappropriate atrial tachy response (atr) episodes, and impedance measurements of greater than 2000 ohms. The device also recorded episodes of pacemaker mediated tachycardia (pmt). The patient experienced some dizziness; however, the symptoms did not correspond with any recorded episodes. There were also no out of range ra impedance measurements at that time. Boston scientific technical services (ts) discussed this with the health care professional (hcp). No adverse patient effects were reported. The device remains in service.